Manufacturer narrative:
(B)(4).

Event description:
In a review of published literature, these findings were noted. Y, georg, a. Schwein, a. Lejay, e. Tartaglia, e. Girsowicz, j.g. Kretz, f. Thaveau, n. Chakfe, department of vascular surgery and kidney transplantation, nouvel hopital civil, strasbourg, france; practical experience with the tag and conformable tag devices: lessons learned in about 100 cases; october 2013. The average age of the patients was 68 years, and the majority of the patients were male. A total of 96 patients were included who were treated with gore® tag® thoracic endoprosthesis and gore® conformable tag® thoracic endoprosthesis in a single institution. All patients were treated between january 2001 and march 2013. Also conducted were analyses of patient demographics, periprocedural records, complications, reinterventions, and survival. (B)(6). As it is unknown what version of gore® tag® thoracic endoprosthesis was used, tag® version 1.5 will be used in the product description. This article mentions that one patient expired during the procedure due to an iliac artery lesion with fatal coagulopathy. The date of death is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted; it is unknown if this event was previously reported. If lot/serial numbers are obtained, the review will be included on the supplemental report.

Manufacturer narrative:
Additional information was requested by gore but was not provided. The gore® tag® thoracic endoprosthesis instructions for use (IFU) states: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: death.